Manufacturer narrative:
Evaluation summary: the factory found, that board happened to defect.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pmk svc conducted the final inspection before hospital installation, the following symptom was found: processor is not working. When the processor turns on, there is no image, and the operation panel doesn't work. This processor is packed to its original form, and all accessories are intact. This event occurred at the time of before use. There was no report of patient harm.